Event description:
3 recent events: in the first two incidents, lot # 2024111181, when being used it was observed the gauze started peeling away, exposing the inner plastic of the device. This inner plastic was also noted to be loosely attached to the handle. All gauze was recovered, instrument removed intact and sequestered by the circulator. 3rd item lot # 202411111 ref # cd801. For this device, it was noted the gauze was starting to peel off the working end of the instrument but not loose on the handle.